Event description:
Boston scientific crm received info that this lead was explanted and replaced due to dislodgement. There was no allegation against the lead, and the physician suspected it was bad tissue related. The explanted lead has not been returned. Should this lead be returned, analysis would not be required based upon available info. Should more info become available to our company, this event will be reopened and updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.